Manufacturer narrative:
Product receipt / condition: 1 opened sample, part number 1884004, from lot number 0214272120. The lot was manufactured october 25, 2017. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly teeth were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the second proximal valley while moving in a cw direction which resulted in the observed break. There was no allegation of a defect prior to use. There was no evidence of, concentricity issues, misuse, or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The teeth and surface profiles are controlled dimensionally with an overlay tools referenced on component drawings. Complaint substantiated / confirmed: yes there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. The product analysis has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a fess, the surgeon heard an abnormal sound. This was the initial use of the blade. After inspecting the device, they noticed that the inner blade broke off and was in the maxillary sinus. The piece moved to the chonanal region at the nasopharynx and after 30 minutes was retrieved through the mouth without any complications to the patient. There was no unintended equipment used and no additional procedure required. The blade was running at approximately 3,000 rpm in oscillate mode. A replacement blade from the same batch (lot) was used to complete the procedure. There was no patient injury.